Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device preparation physician tested extension and retraction of the helix prior to implant. The helix did not extend properly and physician elected to not use the device for implant. No adverse event reported for patient.